Manufacturer narrative:
12/17/96 - supplemental report #1 submitted to FDA. Additional data entered in d9. Device evaluation indicated and codes entered in h3 and h6.

Event description:
The device was used during a total abdominal hysterectomy procdure. The tapleline did not hold. The surgeon oversewed the application site. The hosp has reported that no pt injury occurred.